Event description:
It was reported that 24 hours after the implant of the device and atrial lead, the atrial lead separated from the generator so a surgical intervention was required to join them again. Several days later, the atrial lead separated again. The atrial lead was abandoned and replaced. The new lead could not be screwed to the generator so finally the generator was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated the set screw was found in the connector bore. (B)(4).